Manufacturer narrative:
The following functional tests were performed: the remote service engineer spoked with the customer, and it was stated that there was a speaker malfunction. A speaker replacement is needed. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The device was operational to its specification after the defective speaker was replaced. The device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue x3 indicating that the speaker malfunction and its unknown if the device produced sound or not. Its unknown if the device was in clinical use at time of event, there was no patient or user harm reported.